Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 2938836-2019-14987. It was reported that before a device explant for an elective replacement indicator, chronic atrial and ventricular lead noise was observed. It was noted that the noise was not always reproducible. The patient was rarely paced, so the leads were only monitored. Since a device replacement procedure was going to be performed, the physician elected to replace the leads due to the noise episodes. The leads were explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: the reported event of noise was confirmed. As received, a complete lead was returned in two pieces. External insulation abrasion breaching the outer insulation was noted at 5.3-5.4 cm from the connector pin and at 39.0-39.2 cm from the distal tip. The reported events were isolated to the insulation abrasions consistent with friction to the device can.